Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The thresholds had been increasing consistently since implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m implantable tachy lead 2013 (B)(6); 5076 implantable pacing lead 2013 (B)(6). (B)(4).